Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for normal follow up. Upon interrogation, the right ventricular lead exhibited noise. The lead was capped and replaced. There were no complications throughout the event.